Event description:
Patient contacted dexcom to report inaccurate bg values.

Event description:
Patient utilizes multiple blood glucose meters contrary to the user guidelines recommendation.

Manufacturer narrative:
(B)(4).